Event description:
The pharmacy reports the luer connection on the set cracked during a clinical demonstration conducted in a patient's home while teaching the patient how to connect the luer to the patient catheter. The set contained 5fu. Clinician not exposed due to use of personal protective equipment. No patient injury or medical intervention was reported.